Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse in (B)(6) of recurrent peritonitis in a patient, coincident with dianeal unknown bag therapy for chronic renal failure. The reporter contacted baxter (B)(4) technical services to report that the patient experienced peritonitis twice (dates not reported). Treatment rendered was not reported. It was not reported if the recurrent peritonitis had resolved. It was not reported if dianeal therapy was ongoing. A causality statement was not provided.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined.